Event description:
It was reported to boston scientific corporation through a retrospective review study, that a partially covered ultraflex esophageal stent was used during a stent placement procedure for post bariatric surgery leak, performed on (B) (6) 2006.an ultraflex esophageal partially covered stent was implanted in the patient on (B) (6) 2006 without issue. A second ultraflex esophageal partially covered stent was placed on (B) (6) 2006 in the same location as the first stent to better cover the leak. According to the complainant, on (B) (6) 2006, the patient presented with moderate stent occlusion of both stents, due to hyperplasia. This was treated by placing a polyflex stent within the ultraflex stents. A polyflex stent placement was reported to have been planned as part of the treatment protocol at approximately the same time as the occlusion occurred, so it was stated that the ultralflex occusion did not significantly interrupt the planned treatment algorithm for this patient. Per planned treatment protocol, all three stents were removed on (B) (6) 2006 without complications. The post bariatric surgery leak was healed. The patient was reported to be in good condition at the conclusion of these procedures.refer to manufacturer report # 3005099803-2010-01602 for the ultraflex esophageal stent placed on (B) (6) 2006.

Manufacturer narrative:
(B) (6). (B) (6). Upn unknown; however device reported as partially covered esophageal stent: length 15cm, flare diameters 23/28mm. (B) (4). Medical intervention required. Foreign source: (B) (4): retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.